Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus records did not match the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: a review of the bolus history from 4/29/2016 -5/2/2016 showed that the bolus history totals matched the total daily dosage bolus totals. No discrepancies were observed. During testing, the pump powered on normally with the returned battery cap. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing.